Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria.investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A surgeon reported that a patient presented with blurred vision in the right eye one week post corneal inlay procedure. The patient was noted to have trace corneal edema and the inlay is slightly nasal. The patient is to continue the previously prescribed topical steroid and artificial tear eye drops. The patient was seen one month post inlay and noted vision is slightly better but vision is still blurry. The corneal edema is still present and patent is to continue post-op eye drop regimen. The patient was seen at the two month post-op visit and noted vision feels like looking through water or wax paper and is unable to focus at all distances. The patient was seen at the four month post-op visit and noted that vision is slightly improved. The patient was seen at the five month post-op visit and noted vision has been very good and is reading without the use of reading glasses. The patient had photorefractive keratectomy (prk) over the corneal inlay due to decrease in vision and was noted to be doing well. A bandage contact lens was placed on the eye. The patient was seen one week post prk and 5.5 months post corneal inlay and noted no improvement in vision. The patient noted vision is not improving and experiencing triple vision and cannot drive at night one month post prk and six months post corneal inlay. The patient noted poor vision and unable to drive due to depth perception issues at the seventh month post inlay post-op visit. Central corneal haze and poor vision noted at the eight month post-op visit. Due to no improvement in visual acuity the inlay was removed eight months post-op. The patient still has no improvement in vision. Additional information requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. The root cause could not be identified conclusively, (B)(4).